Event description:
It was reported during a laparoscopic assisted vaginal hysterectomy the tsw35 would clamp down, but would not fire. 08/29/97 the rep states the closing trigger closed the jaws, but the black firing trigger would not close. A new tsw35 was opened to complete the case. There was no consequence to the pt.